Event description:
It was reported that before an unknown procedure, at the opening of some ligaclip packs the closing system of the clips doesn't work (the clips stay open). Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple requests for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.